Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 to investigate the event. The fse performed high sensitivity (hs) system check and carryover diagnostic test. All test passed. The fse completed upper reagent pump spring mod. Then the fse performed 20 replicate precision run using low level quality controls (qc) and the results were acceptable. The fse also tested two separate patient samples with good reproducibility. While pre-analytical factors may be a contributing fact, a clear root cause can not be determined for this event. This is 19 of 20 separate MDR reports related to 20 patient events associated with a single malfunction report. Reference MDR numbers 2122870-2011-02778, 02779, 02780, 02781, 02782, 02783, 02784, 02785, 02786, 02787, 02788, 02789, 02790, 02791, 02792, 02793, 02794, 02796, 02797 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accu tni (troponin I) and ck-mb results generated on a unicel dxi 800 access immunoassay system for several patients. The initial erroneously elevated results were reported outside the laboratory. The customer only reported results for three patients. Only one patient had elevated ck-mb result the other patients had elevated accu tni results. The customer re-ran the samples on a different instrument and the results were in a different clinical category. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.